Event description:
It was reported that this right ventricular (rv) lead had possible infection. Reportedly, the patient had a burning tingling sensation coming from the area around the pacemaker, whenever she feels it "fire up". All available information indicates that the rv lead remains in service. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).